Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73m1400006 was confirmed with sample received. During visual inspection it was observed that components looked well assembled, no stuck clip in jaws. Functional inspection: applier was fired and no clip was released; root cause unknown. Then applier was activated newly and one clip was released, loaded & closed properly, in addition orange indicator was released; therefore sample was received with only one clip. Samples received did not confirm the defect reported by the customer not closing during visual inspection. A functional inspection was performed & during the first activation clip not loaded; root cause is considered unknown. After of this condition applier was activated newly and one clip was released, loaded & closed; device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: during a cholecystectomy, the clips did not close when the surgeon activated the handle of the device. The surgeon then used another device of the same lot number and this one worked perfectly. The patient's condition was reported as fine.

Event description:
Alleged event: during a cholecystectomy the clips did not close when the surgeon activated the handle of the device. The surgeon then used another device of the same lot number and this one worked perfectly. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product auto endo5 ml, lot number 73m1400006 investigation did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.